Event description:
Allegedly after the surgeon hit the impactor 5 times, the handle broke. This caused a 30 min delay in surgery.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the evaluation is complete. This is the same event as 1043534-2012-00002. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned.